Manufacturer narrative:
Product complaint: (B)(4). The initial reporter phone is not available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the answer study, patient (B)(6), underwent the coil embolization procedure with the implantation of the pulserider device (211d / w2504) on (B)(6) 2016, to treat an unruptured basilar aneurysm (projecting superiorly) with the following dimensions: dome height 6.4mm, dome width 6.8mm, neck size 4.1mm, and dome-to-neck ration of 1.66. The parent vessel diameter was 3.2mm. The index procedure started at 08:14 am ended at 10:15 am with the last device removed at 10:35 am. At 11:41 am on the same day, the patient was unable to verbalize the year and complained of occipital headache. The patient had difficulty keeping his eyes open at 12:01 pm and was returned to angiography at 12:08 pm where a thrombus on the right posterior cerebral artery (pca) p1 was visualized and treated with thrombectomy and intra-arterial (ia) reopro administration. Following this procedure, the patient was alert and oriented x 4, but reported vision changes which was evaluated by computed tomography (CT). The patient was determined to be a plavix non-responder and was started on brilinta on (B)(6) 2016, and was treated again for a thrombus formation in the right pca on (B)(6) 2016. No changes were visualized when the patient was evaluated via angiography and CT x 2 on (B)(6) 2016, but the patient suffered a worsening neuro exam that included difficulty to arouse, a weak ability to follow command, and answering questions with incomprehensible sounds. The patient was taken back to angiography and treated with ia tissue plasminogen activator (tpa); the patient underwent angioplasty and stenting of the right p1 pca to basilar artery. Subsequent neuro exam showed improvement and the patient¿s nih stroke scale was reduced to 3 on (B)(6) 2016, at 9 am. The patient remained the same through discharge. The event was classified as severe and the patient recovered with sequalae. Per the study investigator, the event has a probability of being related to the pulserider procedure and to the pulserider device. There was no report of any device malfunctions / failures. Imaging taken on (B)(6) 2017, revealed adequate bridging of the aneurysm neck by the pulserider device; the coils were successfully retained within the aneurysm by the pulserider device. The physician considered the pulserider procedure to be a technical success. The patient has 100% aneurysm angiographic occlusion. Complete obliteration with 100% patency of the parent artery, >50% stenosis on branch artery 1 and 100% patency of branch artery 2.

Manufacturer narrative:
(B)(4). [Complaint conclusion]: as reported via the answer study, patient (B)(6), underwent the coil embolization procedure with the implantation of the pulserider device (211d / w2504) on (B)(6) 2016, to treat an unruptured basilar aneurysm (projecting superiorly) with the following dimensions: dome height 6.4mm, dome width 6.8mm, neck size 4.1mm, and dome-to-neck ration of 1.66. The parent vessel diameter was 3.2mm. The index procedure started at 08:14 am ended at 10:15 am with the last device removed at 10:35 am. At 11:41 am on the same day, the patient was unable to verbalize the year and complained of occipital headache. The patient had difficulty keeping his eyes open at 12:01 pm and was returned to angiography at 12:08 pm where a thrombus on the right posterior cerebral artery (pca) p1 was visualized and treated with thrombectomy and intra-arterial (ia) reopro administration. Following this procedure, the patient was alert and oriented x 4, but reported vision changes which was evaluated by computed tomography (CT). The patient was determined to be a plavix non-responder and was started on brilinta on (B)(6) 2016, and was treated again for a thrombus formation in the right pca on (B)(6) 2016. No changes were visualized when the patient was evaluated via angiography and CT x 2 on (B)(6) 2016, but the patient suffered a worsening neuro exam that included difficulty to arouse, a weak ability to follow command, and answering questions with incomprehensible sounds. The patient was taken back to angiography and treated with ia tissue plasminogen activator (tpa); the patient underwent angioplasty and stenting of the right p1 pca to basilar artery. Subsequent neuro exam showed improvement and the patient¿s nih stroke scale was reduced to 3 on (B)(6) 2016, at 9 am. The patient remained the same through discharge. The event was classified as severe and the patient recovered with sequelae. Per the study investigator, the event has a probability of being related to the pulserider procedure and to the pulserider device. There was no report of any device malfunctions / failures. Imaging taken on (B)(6) 2017, revealed adequate bridging of the aneurysm neck by the pulserider device; the coils were successfully retained within the aneurysm by the pulserider device. The physician considered the pulserider procedure to be a technical success. The patient has 100% aneurysm angiographic occlusion. Complete obliteration with 100% patency of the parent artery, >50% stenosis on branch artery 1 and 100% patency of branch artery 2. The pulserider t remains implanted in the patient and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w2504) presented no issues during the manufacturing or inspection processes related to the reported complaint. Thrombosis is a known potential adverse event associated with the pulserider and devices implanted in the vasculature. The root cause of the event cannot be conclusively determined; however, being a plavix non-responder may have contributed to the event. Based on the information available for review, there are procedural and device related factors that may have contributed to the reported event. There is no indication of any device performance or manufacturing issues related to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This supplemental MDR is to notify you that the initial MDR was inadvertently submitted on a device that, at the time of the event, was investigational in nature in the u.s. Market and per cfr 803.19, this event is exempt from normal MDR reporting. These events were reported to the ide program part of hde#h16002 in accordance with 21 cfr part 812.